Event description:
When I was using a new brush head for the first time, a brush element almost completely came loose - oral-b [device breakage]. Case narrative: consumer e-mail stated that, when I was using a new brush head for the first time, a brush element almost completely came loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.